Event description:
It was reported that the pump was explanted and replaced on (B)(6) 2014 due to an infection around the pump. The hcp (healthcare provider) explanted the old pump and a portion of the catheter and then implanted a new pump and sutureless pump connector. On (B)(6) 2014, the pump was alarming due to an empty reservoir. The device system was delivering hydromorphone, bupivacaine, and baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump revealed an alarm anomaly of undetermined cause. A segment of the catheter was returned. Analysis of the catheter revealed no significant anomaly/acceptable catheter testing.

Manufacturer narrative:
The pump and a portion of the catheter were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received and it was reported that the alarm was occurring post explant because the physician ordered the nurse to remove all of the drug from the pump and waste it after it was explanted and the pump continued to run. The pump was not alarming while in use. The low and empty reservoir alarms were confirmed via telemetry. The pump alarm was then stopped. Additional information was received and it was reported that a portion of the catheter was removed due to infection.

Manufacturer narrative:
Following additional review analysis results were changed from alarm anomaly ¿ undetermined cause to no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056584r, implanted: (B)(6) 2000, product type: catheter. (B)(4).